Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomena occur due to the combination with non-recommended monitors. In the pathogenesis, the use of monitors outside of the combined recommendations may have resulted in the application of inverse biasing signals from digital visual interface (dvi) cable, resulting in the failure of elements inside the device otv-si2: video system center. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the led (light-emitting diode) lamp was still shining even after the power was turned off. The reported issue was observed after the intended procedure was completed. Reportedly, the subject device was used for the first time and the led continued to shine even when the power cord was unplugged, but the led went out when the dvi (digital visual interface) cable was pulled out. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (led lamp shines even if power was turned off) was not confirmed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.